Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, that occurred on the homechoice (hc) during use, during initial drain. The patient was connected either at the time of the alarm or observed air. The patient line was not properly primed before connecting. Patient extension lines were not used. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The home patient (hp) would complete therapy with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the customer reported that the patient line was not properly primed before connecting to the set; incomplete prime is a known cause of se 2240 alarm. Use errors and proper user instructions are addressed in homechoice apd systems patient at-home guide. On page 3-2 the user instructions state that, after priming, do not connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. Connecting when air is present will result in sterile air being delivered during the first fill if there was no initial drain. Air introduced into your peritoneal cavity can cause shoulder and/or abdominal pain and may lead to serious injury. On page 15-64, if the fluid level is not at or near the connector at the end of the patient line, follow the steps below to reprime the patient line. This review finds the labeling adequate for the related use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Per the customer the sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.